Event description:
It was reported that rotawire separation and artery perforation occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 1.50mm rotapro and a rotawire drive were selected for use. At the course of the procedure, separation about 10cm proximal from the tip of rotawire was noted. A rotapro 1.50mm was advanced with an ablation mode from the rca proximal on the distal part of rca mid, but it did not follow the bend part of the rca proximal, and it continued to be straight, resulting in coronary artery perforation. A non-boston scientific stent was placed to stop the bleeding. Furthermore, when the rotawire was tried to remove, resistance was felt and the tip remained. The device was removed by using a snare. The procedure was completed using this device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection of the body of the guidewire was bent measured from proximal to distal. Furthermore, a portion of the distal end was detached and did not return for analysis.

Event description:
It was reported that rotawire separation and artery perforation occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 1.50mm rotapro and a rotawire drive were selected for use. At the course of the procedure, separation about 10cm proximal from the tip of rotawire was noted. A rotapro 1.50mm was advanced with an ablation mode from the rca proximal on the distal part of rca mid, but it did not follow the bend part of the rca proximal, and it continued to be straight, resulting in coronary artery perforation. A non-boston scientific stent was placed to stop the bleeding. Furthermore, when the rotawire was tried to remove, resistance was felt and the tip remained. The device was removed by using a snare. The procedure was completed using this device. No patient complications were reported.